Manufacturer narrative:
E1.: address: (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera exhibited no image with black screen. The issue occurred, during set up and inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: a2, a4, a5, a6 (changed from ¿na¿ to ¿ni¿); b5 (updated from "the issue occurred during set up and inspection for use. There was no patient involvement¿ to ¿the issue occurred during set up and inspection for use of an unspecified procedure. There was no report of patient harm¿); b6, b7 (changed from ¿na¿ to ¿ni¿); h6(health effect - impact code changed from ¿f27¿ to ¿f26¿). The device was returned to olympus for evaluation and the reported failure was confirmed. A definitive root cause for the reported problem of abnormal image could not be established. Based on the results of the investigation, it is likely that the image problem was due kinked cable that led to the malfunction which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during set up and inspection for use of an unspecified procedure. There was no report of patient harm.